Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the device was not received for evaluation, however, a video was provided for investigation. The leaking of dialysate fluid in the header area was visible. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed on six units of polyflux 140h during treatment with 6 patients. There was no patient injury or medical intervention associated with this event. No additional information is available.